Manufacturer narrative:
Based on the claim against the product noting broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The complaint regarding the medium-large clip applier instrument was broken was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the medium-large clip applier instrument was broken. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.